Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was frozen. A technical support specialist reinstalled the application and modified the file path. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system screen was frozen.the customer reported that there was delay in dispensing the medication.there were no adverse events or injuries reported based on this event.